Event description:
While caring for patient, registered nurse (rn) noted filter pulling large amounts of air. Rn stopped treatment before air reached patient in return line. Rn proceeded to attempt to clear air from line and was successful. This machine did not capture the air that was in the line, which would have gone into the patient, had the nurse not noticed the return line. Baxter prismaflex m150 filter (lot #: 22d0059; manufacture date 04/01/2022; expiration date 03/31/2024). Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
While caring for patient, registered nurse (rn) noted filter pulling large amounts of air. Rn stopped treatment before air reached patient in return line. Rn proceeded to attempt to clear air from line and was successful. This machine did not capture the air that was in the line, which would have gone into the patient, had the nurse not noticed the return line. Baxter prismaflex m150 filter (lot #: 22d0059; manufacture date 04/01/2022; expiration date 03/31/2024). Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
While caring for patient, registered nurse (rn) noted filter pulling large amounts of air. Rn stopped treatment before air reached patient in return line. Rn proceeded to attempt to clear air from line and was successful. This machine did not capture the air that was in the line, which would have gone into the patient, had the nurse not noticed the return line. Baxter prismaflex m150 filter (lot #: 22d0059; manufacture date 04/01/2022; expiration date 03/31/2024). Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). Mayo clinic in arizona has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.